Event description:
According to the reporter, two days postoperative to gall duct exploration, evisceration occurred the thread broke. Reintervention of the new abdominal wall closure was performed with another suture and found that the initial suture broke. The event led to extended hospitalization by two days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.